Event description:
Boston scientific received information that the rv lead exhibited increase in pacing thresholds. The field representative suspected an impeding fracture based on lead trends. Additionally, the patient had complete heart block (chb) and experienced dizziness and lightheadedness. The rv lead was surgically abandoned and was replaced with a competitor's lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.